Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped in 2009 for non- specific malfunction and later explanted due to high outputs.